Event description:
It was reported that the insulin pump alarmed an error and had a protruding drive support cap. The blood glucose reading was 100 mg/dl. The caller added that the insulin pump had intermittent issues after it had been exposed to water from a pool. She stated that she had forgotten that she had the device on and that the insulin pump now vibrated without an alarm or alert. She observed a blank display immediately after its exposure to water and a constant tone sounding from the device. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.